Manufacturer narrative:
Correction: on the previous MDR submission it should have reflected that the product was returned and not that the product was not returned. Device evaluation: the product was returned with the membrane completely unfolded. No blood was visible on the catheter. The extender tubing was also returned. The sheath was returned separately. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported difficult/unable to inflate event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
According to the information provided by the client, there was a failure in the intra-aortic balloon catheter that delayed the urgent attention needed for the patient, this intra-aortic balloon catheter was used according to the protocols of use of the brand but this intra-aortic balloon catheter did not fully inflate; the intra-aortic balloon catheter was replaced by a new one and it worked correctly. There was no reported injury or harm to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
According to the information provided by the client, there was a failure in the intra-aortic balloon catheter that delayed the urgent attention needed for the patient, this intra-aortic balloon catheter was used according to the protocols of use of the brand but this intra-aortic balloon catheter did not fully inflate; the intra-aortic balloon catheter was replaced by a new one and it worked correctly. There was no reported injury or harm to the patient.